Manufacturer narrative:
Investigation: the insertion instrument has impact marks at the metal-end of the handle. Upon a closer view of the distal end with a microscope there are heavy imprints, wear and deformation traces at both catches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably user related. Rational: the insertion instrument has impact marks on the back end, most likely caused by a hammer. This shock loading damages both catches at the distal end with fine holding geometric for the implant. By this damages at the holding geometric for the implant a fixed fit is not possible. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. When the implant was put onto the inserter, the cranial end plate was not secure. There was no harm to the patient reported. There was a thirty minute delay in surgery while trying to attach the implant to the inserter, once realizing it was faulty. The staff had to locate another instrument. All med watch submissions related to this report are: 9610612-2017-00273.